Event description:
It was reported that the 15mm connector which allows steri-cath and ventilator tubing to connect directly to the ventilator became disconnected from the silicone tracheostomy tubing. The event occurred while in use with the patient and it affected patient care. The issue was resolved, medical intervention was required, the tube was removed and a new tracheostomy inserted. There was patient involvement and no patient harm.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D1, d3 and d8: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.